Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("tip broke off and doctor had to remove") in a (B)(6) female patient who had essure (batch no. Cs000hw) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("tip broke off and doctor had to remove essure"). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Based on the technical assessment, lot number was provided. The quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit is unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because the possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. A product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 5-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous physician report refers to a (B)(6) female patient who had an attempt to have essure inserted and, during the insertion procedure, experienced tip broke off and doctor had to remove (seen a device breakage and failed insertion). Both events are anticipated in the reference safety information of essure. During difficult insertions and removals, single cases of essure breakage have been reported. In this particular case, the breakage occurred in the context of the insertion procedure, leading to a failed insertion. Considering this positive temporal relationship, an inherent causality of essure cannot be excluded (related). This case was regarded as other reportable incident as, although no death or serious health deterioration were reported, damage may have occurred under less fortunate circumstances. A product technical analysis, based on the lot number, resulted in an unconfirmed quality defect. Follow-up information is expected.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("tip broke off and doctor had to remove") in a (B)(6) female patient who had essure (batch no. Cs000hw) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, during insertion procedure, the patient experienced device breakage and complication of device insertion ("tip broke off and doctor had to remove essure"). Essure was removed on same date. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had an attempt to have essure inserted and, during insertion procedure, the tip broke off and doctor had to remove (seen a device breakage and failed insertion). These both events are anticipated in the reference safety information for essure. During difficult insertions and removals, single cases of essure breakage have been reported. In this particular case, the breakage occurred during the insertion procedure leading to a failed insertion. Considering this positive temporal relationship, causality between the events and essure was considered as related. This case was regarded as other reportable incident as, although the device breakage did not lead to death or serious health deterioration, this might have occurred under less fortunate circumstances further information and product technical analysis are being sought.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("tip broke off and doctor had to remove") in a (B)(6) year-old female patient who had essure (batch no. Cs000hw) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("tip broke off and doctor had to remove essure"). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Based on the technical assessment, lot number was provided. The quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit is unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because the possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. A product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 23-aug-2017: follow-up attempts has been completed with no response to date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.